Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 15jun2023. The cook sales representative was told by the customer that the rupture of the left common iliac artery during ballooning of the grafts was due to a procedural problem. The cook coda balloon was over inflated. The cook coda balloon itself had no problems.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: the japan endovascular treatment (jet) conference 2023 took place on 26may2023. The abstract was provided to cook and a rupture of the left common iliac during ballooning of grafts was reported. The patient was a 72-year-old male that required endovascular aortic repair (evar) for an enlarging 53 mm fusiform renal infra-abdominal aortic aneurysm (aaa). The procedure began with bilateral percutaneous access under general anesthesia. Next, embolization of the right internal iliac artery was performed. A competitor's main body graft was placed under the renal artery from the right side. The contralateral cannulation was performed, and a competitor's leg graft was placed. Both sides were touched up from the stent graft junction to the peripheral landing with a cook coda balloon (rpn: unknown, lot unknown). During ballooning, the systolic pressure at the arterial line decreased from 120 mmhg to 40 mmhg. The balloon was then inflated to occlude the descending aorta and the patient's blood pressure improved. "Sheath radiography" was performed from the left side. Extravasation was found at the landing of the left common iliac artery. It was reported that it was determined that the artery had ruptured at the same site due to balloon manipulation. A competitor's leg graft was immediately placed from the left leg of the stent graft to the left external iliac artery. Imaging was completed again, and a cone beam computed tomography scan confirmed the absence of obvious extravasation. The procedure was then completed. Due to hemodynamic instability, the patient was returned to the intubation room after the procedure and was under intensive care management. The patient was extubated the day after the operation and then discharged 11 days after the procedure. The patient was reported to be doing fine after the procedure. Reviews of documentation including the complaint history, instructions for use (IFU), and quality control procedures of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Medical imaging was also not provided by the customer. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling for all coda rpns. The product IFU, t_codalp_rev3 ¿coda and coda lp balloon catheters,¿ t_coda2_rev3 ¿coda balloon catheters¿ and t_coda46_rev2 ¿coda and coda lp balloon catheters¿ was reviewed. All of the ifus provide the following information to the user related to the reported failure mode: warnings: ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture. ¿ rupture of balloon. ¿ the coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. ¿ the coda 40 mm balloon catheter should not be used in vessels less than 24mm in diameter. Based on the information provided, no product returned, and the results of the investigation, a definitive cause for the event could not be established; however, the adverse event is possibly procedure related. The customer indicated that the rupture of the left common iliac artery was due to over inflation of the cook coda balloon and the cook coda balloon itself had not malfunctioned. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
The japan endovascular treatment (jet) conference 2023 took place on 26may2023. The abstract was provided to cook and a rupture of the left common iliac during ballooning of grafts was reported. The patient was a 72-year-old male that required endovascular aortic repair (evar) for an enlarging 53 mm fusiform renal infra-abdominal aortic aneurysm (aaa). The procedure began with bilateral percutaneous access under general anesthesia. Next, embolization of the right internal iliac artery was performed. A competitor's main body graft was placed under the renal artery from the right side. The contralateral cannulation was performed, and a competitor's leg graft was placed. Both sides were touched up from the stent graft junction to the peripheral landing with a cook coda balloon (rpn: unknown, lot unknown). During ballooning, the systolic pressure at the arterial line decreased from 120 mmhg to 40 mmhg. The balloon was then inflated to occlude the descending aorta and the patient's blood pressure improved. "Sheath radiography" was performed from the left side. Extravasation was found at the landing of the left common iliac artery. It was reported that it was determined that the artery had ruptured at the same site due to balloon manipulation. A competitor's leg graft was immediately placed from the left leg of the stent graft to the left external iliac artery. Imaging was completed again, and a cone beam computed tomography scan confirmed the absence of obvious extravasation. The procedure was then completed. Due to hemodynamic instability, the patient was returned to the intubation room after the procedure and was under intensive care management. The patient was extubated the day after the operation and then discharged 11 days after the procedure. The patient was reported to be doing fine after the procedure. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): postal code, phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.